Event description:
On a fixed wing air medical flight, a peds pt was on the zoll propaq md after approximately 1 hr 8 mins of monitoring, the zoll monitor turned off and came back on and performed a self test (sn (B)(4)-loaner from zoll). No effect on pt. Monitor taken off aircraft. Monitor was on battery power and was fully charged. No adverse effect on pt was noted.